Event description:
The account alleges that during a peripheral vascular intervention, a catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's ilio-femoral bifurcation with a guidewire and the 4f catheter. During a guidewire exchange attempt, the 4f catheter tip detached in the patient's common iliac artery. The physician successfully retrieved the foreign body from the patient's iliac artery. The patient tolerated the procedure well. No additional consequences to report.

Manufacturer narrative:
The suspect device is expected to return for full investigation. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found no similar complaints for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.